Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a device-related issue in which no alerts or alarms were received. At approximately 6:00 pm, the patient replaced the wearable device and confirmed that it had paired and was warming up. However, she did not verify on-screen that the warm-up process had completed before attending a social event involving dancing from 6:00 pm to 10:00 pm. No alerts or alarms occurred during this time, and the patient did not check the receiver, assuming it was functioning properly. At approximately 10:30 pm, the patient returned home and went to bed. On (B)(6) 2025, at around 3:00 am, she awoke on the floor, having experienced a hypoglycemic episode that led to loss of consciousness and a fall. Upon regaining consciousness, she self-treated with two glucose gel packets, oranges, and apple juice. No blood glucose (bg) or continuous glucose monitoring (cgm) values were reported, and no receiver display messages were provided. Following the fall, the patient reported bruising and pain in the neck and shoulder area. At 2:00 pm on (B)(6) 2025, she presented to the emergency room for evaluation. Diagnostic imaging, including scans and MRI, was performed. She was treated with morphine for pain management. The healthcare provider diagnosed costochondritis and a neck sprain/strain. The patient was prescribed oral pain medications: oxycodone 5 mg (three times daily) and methocarbamol (robaxin) 500 mg (three times daily). The patient was discharged at 3:00 am on (B)(6) 2025. As of the report date, the patient was resting at home. She had completed the oxycodone prescription and planned to continue methocarbamol through (B)(6) 2025, as directed. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.